Event description:
The graft was implanted in 1997, for an abdominal aortic aneurysm (aaa) repair. A CT scan in 2000, found the aaa repair to show dilatation. In 2001, a comparison CT scan and mra showed that the aorta in the area of the graft measured 3.3cm, where it should be measuring 2.4cm, which is the diameter of the implanted graft. Although no surgical intervention has been reported, the pt's condition is reported as "very anxious."